Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after placement, the catheter of the 22g IV catheter broke off inside of the patient in our emergency department. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation a DHR review revealed no irregularities during the manufacture of the reported lot # 7139818. One used nexiva 22ga catheter adapter/extension tubing set in an opened package from the lot number 7139818 was returned for evaluation. Visual/microscopic examination: observed there was approximately ½ inches of catheter tubing extended from the nose of the catheter adapter. Approximately ½ inches of the catheter was missing. The edge of the attached catheter tubing was clean, sharp and slightly jagged on one side and on the other side of the catheter tubing the edge was uneven with stress marks. There was no outward puncture that may indicate damaged caused by a swage pin during the manufacturing process. Root cause is indeterminate. Visual/microscopic examination of the sample did not reveal any evidence to suggest or support a manufacturing related root cause.